Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. No adverse patient effects were reported.